Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23mm aortic mechanical valve, it was explanted and replaced with a 23mm mechanical valve of the same model. During the same procedure, the replacement 23 mm valve was explanted and replaced with another 23mm valve of the same model. The reason for the replacements was reported to be due to patient anatomy issues. It was reported that the products did not malfunction and no additional adverse patient effects were reported.